Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert, however did not know the alert was triggered until 2 hours later. The customer stated that their blood glucose levels were impacted because had not known the bolus was not delivered due to the incomplete bolus alert. The customer's blood glucose (bg) level was 387 mg/dl with a small trace of ketones. The customer administered a correction bolus to address bg level. The customer stated had contacted their physician and the healthcare provider advised to contact tandem technical support. Cts confirmed in the pump history logs that the screen was unlocked before the alert occurred and that the request for the incomplete bolus were not completed. The customer received another incomplete bolus the next day yet noticed the alert and proceeded to clear the alert. Cts reminded the customer how the incomplete bolus alert occurs.